Event description:
During ire delivery for the initial and first pull back, popping noises were audible. When dr. (B)(6) pulled back again, the popping noises sounded more like muffled arcing, however, there was no high current conditions. During the 5th pull back, dr. (B)(6) noticed small sparks coming from one of the needles at the surface of the skin. Close inspection of the device revealed what looks to be a slice into the insulation half way up the insulation.

Manufacturer narrative:
Lot history record review: the lot number was not provided. A ship history showed that the following lot had been shipped in the last 6 months: (B)(4). The complaint info was forwarded to pronet. Pronet reviewed the possible lot history records and found no variances related to this event were observed. Review of returned sample: confirmed the reported complaint. Conclusion: the complaint sample has been sent to the vendor for further eval. Frequency has increased but the severity of this event is not greater than usual.